Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for femoral trochanteric fracture with the trochanteric fixation nail advanced (tfna) system. The initial surgery was completed successfully without any surgical delay. Two (2) weeks after the initial surgery, the surgeon confirmed that the excessive sliding has occurred. On (B)(6) 2020, the surgeon confirmed that the cut out occurred. On (B)(6) 2020 the patient underwent the total hip arthroplasty (tha) surgery. No further information is available. Concomitant devices reported: tfna nail (part# 04.037.042s, lot# unknown, quantity 1); locking screw (part# 04.005.522s, lot# unknown, quantity 1); tfna end cap (part# 04.038.000s, lot# unknown, quantity 1). This report is for one (1) tfna helical blade l80 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: reviewing the provided x-rays, the complaint description can be confirmed; that the tfna blade is cut out from the tfna nail. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The cut out and excessive sliding may have been due to poor repositioning. The revision was completed successfully on (B)(6) 2020.